Manufacturer narrative:
E1: initial reporter phone number: extension: (B)(6). H11: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of peritoneal dialysis (pd) transfer sets leaked; further described as "another gross contamination transfer set issue". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.